Event description:
One endeavor sprint drug eluting stent was implanted during index procedure. It is reported that the patient suffered a mi approximately 30 months post index procedure. It was not assessed if the mi event was related to the study stent.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).